Event description:
Reportable based on the device analysis on (B)(6) 2022. It was reported that failure to prime occurred. An angiojet solent omni was used in a thrombectomy procedure. During the preparation, the device did not complete the priming method and it only worked for up to -3seconds. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR.: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter showed a separation of the shaft located 75cm from the tip. The device could not be functionally tested due to the damage on the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.